Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, log files has been sent by the customer and it was seem that proximal flow sensor calibration is skipped when the test is started within the first 15 minutes after the last start-up. Afterwards, the calibration of the proximal flow sensor is performed as usual / expected. Circuit selected during setup is the correct circuit. It is visible in the logs that the ""measured zero calibration data"" is reading ""-"" only and a log entry saying ""circuit test zero calibration data were invalid, fallback to old data"" is logged when the circuit system test is started during the 15 minutes warm-up time. The screenshot of the last page ""diff. Pressure sensor test"" of the service screen ""#13 tests"" is not provided, so not able to determine the status is showing ""device qualification has been passed or not"". But after performing the qualification procedure, the issue was resolved. Due to similar cases faced with g6 units we can assume that the issue is with the software flag.

Event description:
It was reported to vyaire medical that the device was reading a higher peak pressure than expected during patient use on a pressure support ventilation (psv) mode. As a result, the physician moved the patient to another device. There was no patient injury or harm in this event as reported.